Manufacturer narrative:
Final analysis confirmed that the device setscrews were missing. The root cause of the anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun

Event description:
It was reported that during implant, missing set screws were observed on the pulse generator. The device was not implanted and replaced.